Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch assembly magnet was missing causing improper latch detection. A field service engineer (fse) powered down the device, removed the affected full height drawer to access latch assembly and removed rear panel and disconnected latch sensor cable. The fse disengaged solenoid linkage and removed mounting screws. The fse removed the faulty latch assembly and installed a new latch. The solenoid linkage and latch sensor cable were reconnected and properly aligned, ensuring no pinched wiring. The drawer was reassembled and the unit powered on. Functional testing confirmed that the drawer opened and closed correctly, with proper latch engagement and release. Multiple open/close cycles were performed, verifying consistent operation. The drawer was restored to normal functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 failed and did not open or produce any noise. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.